Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5086mri45, right atrial (ra) lead; implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that a patient presented with a right ventricular (rv) lead with low impedance levels, and increased short interval counts (sic). It was noted the occurrences of low impedance and diminished r waves increased post a svc angioplasty. The lead is still in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.